Manufacturer narrative:
The persona articular surface provisional (ps tasp) left top and persona tasp left bottom both were received with the complaint for investigation. Visual inspection confirmed that the tasp was fractured on the lateral side of the post and the lot number could not be confirmed because all pieces were not returned for exam. Based on some of the product identifiers seen in the photos, it was determined that this piece was on the redesigned tasp list. As for the ps tasp left top device review, the part and lot combination was confirmed and it was observed fractured on the medial side of the post. Visual exam confirmed not all pieces were returned for inspection. It was reported that not all pieces were received for evaluation because the hosptital's sterile processing representative accidentally threw away the broken pieces. These devices are used for treatment. Complaint history search based on the known product and lot combination revealed no additional complaints. Visual inspection confirmed that ps tasp left bottom fractured on the medial side of the post and that tasp fractured on the lateral side of the post.these particular devices are listed in the aggregate tasp scope list associated with corrective actions. The known lot was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. It was noted that the tasps were impacted with a mallet and the tasp broke while within the wound. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Provisional instruments risk management file (mfp) associated with deign history file indicates that the risks caused by the breakage of the provisional inside the wound are pain, infection, revision, and allergic reaction. The pieces were noted to be impacted with a mallet which is not proper surgical procedure. It was considered that user error is the root cause. The ps tasp device is considered to have left zimmer biomet conforming because it had a potential field life of two years and one month before it broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery when the surgeon impacted the device several times harshly.